Event description:
Additional information was received that the lead safety switch (lss) was triggered for high out of range pacing impedance measurement of 2222 ohms. The lss changed the polarity of the other manufacturer right ventricular (rv) lead to unipolar configuration. During testing it was determined that the high impedance measurements were likely due slight movement of the lead in the header of the pacemaker. Therefore the rv lead was programmed to unipolar pace and bipolar sense and the clinic will continue to monitor the patient. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitor (sam) episode which disabled minute ventilation (mv) and respiratory rate trend (rrt). Pacing impedance measurements on the right ventricular (rv) channel were greater than 3000 ohms in the ring to can configuration. A boston scientific technical services consultant discussed that the associated rv lead has been implanted for a long time and suggested further evaluation. Additional information was received stating a second sam episode had occurred which the caller stated was the result of atrial fibrillation (af). The consultant discussed the previous call explained how the rv pacing impedance measurements had been out of range and there might be a lead issue which would continue to disable mv. No adverse patient effects were reported.